Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic was damaged. The incision was enlarged. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The lot history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.